Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent x-ray disabled error message when attempting to save images. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.